Event description:
No telemetry with device: 1) unable to interrogate device. 2) no pacing: device had been programmed to ddd made and pt had been pacer dependent at provious checks. Device had no pacing output.